Manufacturer narrative:
No product will be returned for eval. This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that he experienced elevated blood glucose of 417 mg/dl and insulin leakage due to a separated infusion cannula, and he delivered a bolus injection as treatment for hyperglycemia. He noticed the issue with the infusion cannula by looking at the "check window." Only a small part of the infusion cannula was connected to the rest, and he was able to remove the complete cannula. The infusion set was discarded and no product will be returned for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.